Event description:
Litigation papers allege the following: shortly after surgery, pt began experiencing severe pain and tenderness in her right hip and groin. This severe pain and tenderness has never gone away. In addition, pt's right leg is significantly shorter than her left leg. Pt is currently scheduling a revision surgery.

Event description:
Litigation papers allege the following: shortly after surgery, patient began experiencing severe pain and tenderness in her right hip and groin. This severe pain and tenderness has never gone away. In addition, patients right leg is significantly shorter than her left leg. Patient is currently scheduling a revision surgery. Update: (B)(6) 2012-medical records received and attached electronical. Medical records indicate part/lot.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
**Update** 1/19/2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information, side and date of implant. Medical records were also received, which indicate that patient was implanted with pinnacle products, not asr as previously mentioned. Complaint has been reopened for further investigation. Doi: (B)(6) 2007 (right side). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection, elevated metal ions, metal wear and metallosis.